Event description:
Customer reported tubing leaked. Date of event unk. No patient harm was reported and no other details of event are available. Female luer end of set was received with a smartsite valve. In 2008, the investigation was completed and a product malfunction was confirmed. The female luer lock was noted to have gas traps or sinks noted in the internal diameter areas and leaking was confirmed. Numerous variables in the molding process can result in the formation of gas traps. Follow-up report will be filed if additional information is received from luer supplier in the future.

Manufacturer narrative:
Patient information requested, and all available information is included.